Manufacturer narrative:
An engineer and clinical endotherapy specialist (ces) were dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive; there were no deviations found during the audit. As part of the investigation, the scope was forwarded to an external expert for destructive sample testing. The summary of the results are as follows: the destructive sampling identified enterococcus faecium that is categorized high concern organisms. The reported organisms (klebsiella oxytoca and serratia marcescens) were not identified. Additionally, the external expert observed: bleaching of the distal glue of the bending section. Surplus of glue around the distal objective lens and light guide lens. Presence of a hole at the glue around the distal air/ water nozzle. Presence of oxidation at the distal end body. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations, the glue condition was potentially caused by insufficient reprocessing and or improper reprocessing procedure.

Manufacturer narrative:
An endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training if necessary. The ess indicated there were no deviations noted. The device has not been returned for evaluation. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
The manufacturer was informed that during a post market study, the scope cultured positive for klebsiella oxytoca and serratia marcescens after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The scope was returned, sent to an independent laboratory for sterilization and returned to the service center for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to the destructive sampling testing that was performed (the distal end cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) additional analysis on the scope was not performed. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.